Manufacturer narrative:
The device was received for evaluation and a preliminary investigation was performed. The investigation is, however, still ongoing. The results will be communicated in a supplemental MDR when the investigation is completed.

Event description:
It was reported that a microcatheter experienced friction in its lumen while a stent was being advanced within it. The catheter and stent were removed together and the physician selected a new stent and catheter to complete the case. The patient's condition was reported to be "good." When a preliminary test was conducted on the catheter by the manufacturer, a stent advanced within it emerged from the catheter with the catheter's ptfe liner material on it.

Event description:
It was reported that a microcatheter experienced friction in its lumen while a stent was being advanced within it. The catheter and stent were removed together and the physician selected a new stent and catheter to complete the case. The patient's condition was reported to be "good." When a preliminary test was conducted on the catheter by the manufacturer, a stent advanced within it emerged from the catheter with the catheter's ptfe liner material on it.

Manufacturer narrative:
Items returned for investigation: -lvis jr. Stent -lvis jr. Pusher -headway 17 microcatheter items not returned for investigation: -lvis jr. Introducer the lvis pusher was returned in the headway microcatheter. The stent was returned fully deployed. The microcatheter hub was returned intact. The proximal marker band was found to be detached. The pusher was removed from the microcatheter and was found to have ptfe and residual dried bodily fluids on the pusher body coil. The stent was loaded onto an in-house pusher with an in-house introducer and advanced into the returned microcatheter. The stent encountered resistance at the distal portion of the microcatheter during retraction and emerged from the lumen with scraped ptfe liner material. The reported complaint is non-verifiable. The investigation found the lvis pusher returned within the headway microcatheter lumen. The pusher was removed from the microcatheter and was found to have ptfe liner from the microcatheter lumen on the pusher body coil. The stent was advanced into the microcatheter for functional testing, and the stent encountered resistance at the distal portion of the microcatheter during retraction and deployed from the lumen with scraped ptfe liner. The damaged liner likely contributed to the resistance experienced during the investigation testing. However, the physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe damage as the device inadvertently underwent e-beam sterilization, which is known to degrade ptfe. H11 - corrections made to d2 and d1